Event description:
It was reported the customer had recurring battery out limit alarms. Customer stated they would lose all their settings after the alarm occurred. Customer reported the issue persisting for the past 6 months. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test and displacement test. No unresponsive button noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.